Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a sound was heard coming from the iab inside the patient. However, therapy was continued successfully. The patient is noted to have calcification and arteriosclerosis around the abdominal. There was no patient injury or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing was also returned. A flat/deformed section was observed on the catheter tubing at approximately 45.2cm from the iab tip. Additionally, a catheter tubing kink was also observed at 34.3cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. A sensor output test was performed and was found to be within specifications. An insertion test was unable to be performed due to the returned condition of the iab. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and was to be occluded with dry blood. The technician was unable to clear the occlusion and dried blood was observed at the tip of the guidewire. The iab was then placed on the cs300 pump for two hours, which represents one complete autofill cycle. The iab pumped normally and no alarm sounded. The evaluation revealed deformations on the catheter tubing and an occluded inner lumen, confirming the reported problem. However, we are unable to determine when these may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a sound was heard coming from the iab inside the patient. However, therapy was continued successfully. The patient is noted to have calcification and arteriosclerosis around the abdominal. There was no patient injury or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a sound was heard coming from the iab inside the patient. However, therapy was continued successfully. The patient is noted to have calcification and arteriosclerosis around the abdominal. There was no patient injury or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing was also returned. A flat/deformed section was observed on the catheter tubing at approximately 45.2cm from the iab tip. Additionally, a catheter tubing kink was also observed at 34.3cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. A sensor output test was performed and was found to be within specifications. An insertion test was unable to be performed due to the returned condition of the iab. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and was to be occluded with dry blood. The technician was unable to clear the occlusion and dried blood was observed at the tip of the guidewire. The iab was then placed on the cs300 pump for two hours, which represents one complete autofill cycle. The iab pumped normally, no alarm sounded and no unusual sounds were heard. The iab pumped normally and no unusual sounds were heard. We were unable to duplicate the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.